Event description:
Additional information received reported that the patient received assistance from her doctor or a manufacturer representative and her concerns were resolved on (B)(6) 2011. It was also reported that the patient was still having concerns regarding her device or therapy, and was working with her doctor or a manufacturer representative, with an appointment on (B)(6) 2011. It was later reported that the patient never had therapeutic effect. Stimulation on program 2 at 4.7volts was uncomfortable. The patient switched to program 3 and did not feel stimulation until she reached 4.0volts. Program 3 was set to 4.7volts.

Manufacturer narrative:
(B)(4).

Event description:
The pt reported a loss of therapeutic effect following a fall in the shower. Since the fall, she also reported that her implantable neurostimulator had been moving in the pocket. A follow-up report will be sent if additional info becomes available.